Event description:
During a ptca/stent procedure of the right coronary artery, a "tracker 18" was introduced into the artery. After an exchange wire was introduced and the "tracker 18" catheter was removed, a 3.5 cm. Long piece of the catheter tip was severed from the catheter. Upon fluoroscopy, the distal tip was viewed in the right coronary artery. Emergency open-heart surgery was performed on pt to remove the distal tip of the catheter.